Manufacturer narrative:
The ft4 IV reagent lot number was 76911501 with an expiration date of 31-jan-2025. The calibration failed twice on (B)(6) 2024. The qc failed on the date of the event. This may indicate a performance issue of reagent or instrument issue. The alarm trace did not show any abnormality. The field service engineer (fse) visited the customer twice. On the 1st service visit, he found that the pinch valve for the channel was not functioning. On the service visit, he replaced the pinch valve. Qc and precision studies were performed and they were within specifications. The fse identified that the root cause was due to an issue in the pinch valve (component failure). The service actions (replacing the pinch valve) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 3 patients' plasma samples tested with elecsys ft4 g4 (ft4 IV) assay on a cobas 6000 e601 module when compared to a different cobas 6000 e601 module. Sample 1: initial result: >7.7 ng/dl (accompanied by a data flag in the middleware). Repeat result: 1.0 ng/dl (tested on another e601). Sample 2: initial result: >7.7 ng/dl (accompanied by a data flag in the middleware). Repeat result: 1.0 ng/dl (tested on another e601). Sample 3: initial result: >7.7 ng/dl (accompanied by a data flag in the middleware). Repeat result: 1.1 ng/dl (tested on another e601). The customer questioned the initial results as they did not seem accurate and repeated the samples. The repeat results were deemed to be correct. Reportedly, an amended report with the correct results was issued and the nurse was also notified.